Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator service required alarm occurred due to an error code in relation to "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" regarding a trilogy evo ventilator while in use by a patient. There was no report of patient injury or harm. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/ evaluation: the trilogy evo ventilator was returned to a third-party service center for evaluation, and the customers complaint was confirmed. Initially, during the evaluation a pneumatic and diagnostic test on the sensor both passed. The device was also put to run on the test lung and there was no alarm. Upon further testing the technician confirmed the tidal volume test step failed. Therefore, the internal flow sensor was replaced to address the issue. The device passed all testing.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred due to an error code in relation to "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" regarding a trilogy evo ventilator while in use by a patient. There was no report of patient injury or harm. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.